Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection has resolved, and the recipient is wearing the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection following initial implant surgery. The recipient experienced a posterior auricular hematoma. Which was removed (incision and drained).